Manufacturer narrative:
The manufacturer investigated the case and determined that the subject defibrillator is counterfeit.

Event description:
It was reported that the defibrillator was "identified as not distributed via standard commercial order and therefore not identified in the ib" (installed base). There is no indication of patient involvement. It was confirmed by a philips engineer that this is a counterfeit device.